Event description:
Healthcare professional reported "rupture" against right device. Healthcare professional later called and reported right side capsular contracture, baker grade IV, no rupture and exchange. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and exchange.

Event description:
Healthcare professional reported "rupture" against right device. Healthcare professional later called and reported right side capsular contracture, baker grade IV, no rupture and exchange. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat on the surface of the shell.